Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No compromised force sensor system alarms noted during testing. Basic occlusion, occlusion, and excessive no delivery test was not performed due to compromised force sensor system alarm. The device had minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system when she was changing the reservoir. Customer's blood glucose was 250 mg/dl. Troubleshooting was performed and the drive support cap was reported normal. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.